Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after firing, the device was stuck on the tissue, and the instrument could not be removed from the intestine immediately. It was required to make an additional incision to remove instrument then proceed to use sutures to finish procedure. Operative time was extended for 2 hours. There was no patient injury.